Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. After two attempts the physician successfully completed the transseptal puncture and then positioned the was in the laa. The wds was prepared and inserted into the was. Before the wds was snapped into the was the physician noted that there was a thrombus coming from the tip of the was to the laa. The wds was removed and the physician aspirated some of the thrombus back inside the was. A part of the thrombus was not captured and migrated inside the patient. A thrombus extraction from the carotid was performed and the procedure was ended. The patient is having some residual effects from this event, and they remain under close monitoring.